Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for ink smear and damage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and ink smear and damage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubes were damaged/cracked with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. This occurred on 6 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: damaged tube x6.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes were damaged/cracked with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. This occurred on 6 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: damaged tube x6.